Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device system was to be removed due to a pocket infection. The patient was noted to have a fever, redness at the pocket site, and positive blood cultures. No further patient complications have been reported as a result of this event.